Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00mm x 12mm stent delivery system was returned for analysis. The device was returned with no stent attached. A review of the manufacturing stent profile data was performed and the max stent outer diameter, of all stents at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip identified tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04mar2021. It was reported that crossing difficulty occurred. A 4.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed that delivery system was retuned without a stent.